Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 303 mg/dl for approximately three hours, after which levels trended downward and subsequently stabilized within range; no device alerts above 300 mg/dl for over 90 minutes were reported, and no back-up therapy, ketone testing, professional intervention, or assistance was used or required. Symptoms included no reported acute clinical effects. Outcomes included resolution of the hyperglycemia and return to target range. Investigation included troubleshooting guidance and user education regarding hydration and monitoring. Investigation of this case revealed no device alarms or identifiable device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was not attributable to a confirmed device failure and the cause remained undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.